Event description:
Customer reported dobutamine started for a stress test. A saline drip was also infusing at the same time. Pt became tachycardic and required IV lopressor as treatment for the tachycardia, so the test was cancelled. Nurse thought she might have switched the tubings in the pump causing the dobutamine to infuse at the saline rate. Customer requested an event log review. Investigation ongoing and follow up report will be sent when investigation completed.